Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh has been informed that the section between the adjustable handle and strap broke and the handle fell onto the patient. As a result, the patient sustained a bleeding from the nose and described it as a painful incident.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation. This complaint involves the adjustable strap and handle which is a component part of the optional lifting pole accessory - intended to assist a patient in moving or turning on the bed, or when entering and leaving the bed; we have found some cases with a similar fault description to the one investigated here: breakage of the adjustable strap and handle manufactured by (B)(4). Also, previously, a similar issue with the adjustable strap and handle - then manufactured by another company: (B)(4) - has been the subject of a corrective field action by this supplier and in june of 2010 we have issued san 01 2010 following a notification from the supplier that a review of the performance of the strap and handle products had identified a risk that part of the strap retracting mechanism may break whilst in use. (B)(4) at the time advised the potentially defective parts were produced between january 2007 and january 2009. The particular adjustable handle, which is related to this event does not fall within the scope of this action - as it has been manufactured by another supplier. Based on the information collected to date, provided problem description and photographic evidence, it has been found that the actual piece that has broken is the belt retractor housing which provides the adjustment of the strap. The break has occurred as the handle came under load. The outcome of the event was a minor injury of the patient involved. It has been indicated that when the event occurred the patient was on the enterprise 8000 device. The instruction for use (e.g. 746-435-UK_8), which is supplied with each enterprise 8000 includes the list of the accessories suitable to be used with this device. Two types of lifting pole are mentioned on that list - two-position lifting pole and lifting pole. The accessory itself has also a dedicated instruction for use (e.g. #746 439_5). The defective adjustable strap has the tractability mark showing that it has been manufactured on oct 2007, making the item more than 8 years old at the time of the event ( february 2016). It appears that his particular failure is probably the result of prolonged use outside of the recommended operational life of the strap and handle. Accessory instruction for use (e.g. #746 439_5), which is supplied with each lifting pole (ent acc01 and ent acc03), warns the user that the operational life of the strap and handle is two years when used and maintained in accordance with the manufacturers' instructions. After this time the complete unit should be replaced. Additionally, the strap and handle should be inspected regularly. If any sign of wear or damage is found, the user is to remove it from use immediately and replace the complete unit. In order to reduce the risk of using defective/damage adjustable strap and handle even further, each products' (with which the accessory can be used) instruction for use- in section care and preventive maintenance - informs the user that lifting pole strap and handle need to be examined daily and warn that failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and career/user. We have not received from the customer any service / maintenance history against the referenced complaint, so we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. Therefore we would recommend to provide to the customer current revision of the instruction for use especially the part about frequency and steps of preventive maintenance and share with them the results of this investigation. In summary the device failed to meet specifications, was being used at the time of the event for the patient treatment and therefore played a role in the event, causing a minor injury. This particular failure is most likely the result of prolonged use. Given the outcome of our investigation we shall continue to monitor for any further events of this nature and do not propose any further action at this time.